Event description:
It was reported that there was leak found during set up for peritoneal dialysis therapy. The patient stated that some of the fluid came out of the heater line before it was connected and the clamp was closed. The technical service representative went through the setup with the patient and it was unclear how the fluid had leaked from the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.